Manufacturer narrative:
The pod was returned to the manufacturer for a device evaluation. A couple of holes were found in the exposed portion of the soft cannula. Fluid was unable to pass through the cannula without leaking through the holes that were identified during microscopic inspection of the cannula. Looking at the data downloaded from the device, it was noted that there was a timeout at the end of the run. No drive stalls were noticed in the data. Without further information, it cannot be determined how the cannula became damaged. The pod generated an occlusion alarm during the run and the exact cause of the alarm could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016; checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient¿s blood glucose (bg) levels exceeded 13.9 mmol/l (250 mg/dl) while wearing the pod between 1 and 4 hours on the back. The pod had generated an occlusion alarm during wear. When the pod was removed from the site, it was noted that the cannula appeared normal.